Event description:
Boston scientific received information from this patient stating that this lead is bad and that he needs a replacement. Despite much effort I was unable to obtain any additional information regarding this lead. Therefore I am reporting this as a malfunction of the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.